Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they were experiencing high blood glucose levels and the insulin pump had a keypad anomaly. The customer¿s blood glucose was over 600mg/dl at the time of incident. Customer stated that the insulin pump was alarming no delivery alarms. The customer was assisted with trouble shooting, the customer was advised could be a site issue. The customer mention keypad issues and time is moving forward. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No unexpected insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. All buttons function properly; no damage to keypad traces and connector was not unlocked during visual inspection. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly peeled serial number label and slightly peeling end cap address label.